Manufacturer narrative:
D10 concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2j0243s egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p1j1327s medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic small intestinal anastomosis procedure, in closing the common opening of the small intestine, in firing the first handle with a 45-millimeter reload, the surgeon was able to press the green button and squeezed the handle. However, the transmission ratchet inside the firing grip made a clicking sound and the device failed to fire. The handle was also broken. A new handle was used with the same reload, but the handle could not be squeezed, it still did not fire. To resolve the issue, the surgeon used manual suturing. The surgical time was extended for more than 30 minutes.